Event description:
It was stated that after admission the patient was indwelled with nasotracheal intubation, and the breathing was laborious, and the pulse oxygen saturation was 74-81%. When the ventilator was provided to assist breathing, the ventilator was humid from time to time, the gas volume was low, and it had an alarm. The patient's blood oxygen was still normal, the balloon pressure was low, and the nasal intubation was considered for air leakage. The nasotracheal intubation was replaced. After the tube was changed, the balloon pressure was monitored to be normal. The ventilator had no low tidal volume alarm, and the airbag was considered to be leaking. There was patient involvement, but no patient harm/adverse event reported. Patient was a 53-year-old male. The sample is not available for return as it was discarded by the hospital.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Device has not been returned to manufacturer.

Manufacturer narrative:
D9: date returned to mfg.: 11/25/2024. H3 and h6. Codes: updated. Device evaluation: received one (1) used tracheal tube. As received, there were no damages or anomalies observed. To replicate clinical use, the cuff was fully inflated with 20ml of air as per instruction for use (IFU). During the inflation process, the cuff was observed to not fully inflate. The cuff was then submerged in a water bath. A leak was observed coming from a tear on the cuff surface. The complaint was confirmed. The probable cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.